Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative isolated the issue to the gas delivery engine. The gas delivery engine was replaced and the operational verification procedure was run where the unit is meeting company specifications. The unit was placed back into service. In the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while the field service representative was on site to repair the unit, it was found to have an extended high peak pressure alarm. There was no patient involvement at the time of the incident.